Manufacturer narrative:
Explanted date: the date the device was explanted was unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. A review of the device history record of the product code/lot number combination was conducted with no findings. Although the device was not made available, the complaint was confirmed for infection. The exact root cause was unable to be determined. The likely cause was determined to have been poor sterile techniques resulting in site infection. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis fmea/hbrt.

Event description:
The user facility reported that the angio-seal device was used in the groin of the patient. An infection on the same groin site led to the angio-seal being cut out of the vascular area, opened and removed. The patient was stable, and the procedure outcome was successful. Additional information was received on 08 oct 2022: the procedure was a peripheral intervention using a 6fr procedural sheath. There was no difficulties with arterial access. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient was stable after the surgical intervention.